Manufacturer narrative:
The reported malfunction of "compressor failure - 1001" was observed and attributed to a faulty compressor. The reported malfunction of "device shuts down" was not replicated or confirmed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a flight, while attempting to treat a patient (age & gender unknown), the device displayed a " compressor failure - 1001 " and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.